Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent implanted in the sfa. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a proximal superficial femoral artery (sfa) intervention, a 5x100mm absolute pro self expanding stent delivery system (ses) stent jumped, approximately 3 centimeters, during stent deployment. 50 millimeters (mm) of the stent deployed uniform, however, the other 50mm appeared bunched. Another 6.0x80mm absolute pro stent was used to successfully cover the lesion and fully appose the bunched part of the previously deployed stent to the vessel wall. There was a significant procedural delay since the required use of another ses took about 1 hour extra, however, there were no adverse patients effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Because it was reported that the absolute pro was being used to treat the superficial femoral artery, it should be noted the indications section of the instructions for use, states: the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.